Event description:
The ventilator shut down 15 seconds after low battery alarm was activated. The device was operating on internal battery after fully charged. Pt was using the ventilator on the internal battery for 3 to 4 hrs everyday. Please note that there was no pt involvement in the incident.